Event description:
Abbott diabetes care received a medwatch report. A pharmacist reported the following on behalf of the customer: a customer reported experiencing issues with error messages when scanning the adc devices. Per the report: "after the sensor is placed and the 60 minute warmup period has passed the sensor sends an error saying "sensor not found" or "time to replace sensor." One sensor worked for about an hour then when the patient went to check the screen it said wait 10 minutes. After the 10 minutes had passed the patient tried to check the sensor again and it displayed an error saying "time to replace sensor." No further details were reported and there was no report of an adverse event occurring or third-party treatment provided for the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 2 adc device were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.